Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (scissored). A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Ees#.976291. D5,6; h2,3,4,6; g4: added addition info. H6; jaw tips misaligned. The product analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, misaligned; damged feed bar, no, damged floor, no, damaged handle shrouds, no, damaged tip shrouds, no, damaged trigger, no, damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .228; lockout functional, yes and number of clips fed and formed, 2 scissored. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with misaligned jaw tips. There was one sissored and one malformed clip returned with instrument. Instrument was cycled, fed, and scissored the clips due to midaligned jaw tips. No conlusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure jaws hold clips properly.